Event description:
Dealer states has not seen chair yet. Dealer says the user says the overlay has been missing for a month and the user has been using a pin to turn it on and off etc. Dealer says the user says they cannot turn it on anymore and the dealer said the user measured the voltage at the programmer port and it was 12.9 volts. Dealer wants a joystick; no troubleshooting. Return quoted, never converted; (B)(4).